Event description:
It was reported that the patient with this subcutaneous implantable cardiac defibrillator (sicd) system now has a new pacemaker system implanted. The sicd system gave an inappropriate shock due to oversensing. Also, the smart pass feature had programmed itself off due to undersensing via reduced intrinsic amplitudes. During an office follow-up, there was another inappropriate shock. The device did not record the shock because telemetry was in use at the time. Technical services reviewed and discussed some options. There were no additional adverse patient effects. The system remains implanted.